Event description:
It was reported that the patient experienced ventricular tachycardia (vt) and was externally shocked with an automated external defibrillator. It was further reported that the right ventricular (rv) lead exhibited under-sensing and capture could not be confirmed. It was further reported that the right atrial (ra) lead exhibited intermittent under-sensing. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a2dr01 was implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.